Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 1919a were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The actual electrode pads were returned to zoll for evaluation. The customer's report was not duplicated during testing of the electrodes. A visual inspection found no discrepancies. The elecrode pads passed all testing and were found to be working as expected. The electrode pads were scrapped at zoll as a precaution. Analysis of reports of this type has not identified an increase in trend.